Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a month ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was not able to get enough pain relief. It was also noted that patient was experiencing pain at the implant site. The patient underwent an explant procedure. The explanted device was kept at the facility.